Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the motion batteries, dose increase, door wrench, covers, footswitch, and charger boards. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the charger board and motor charger needed to be replaced. It was noted that charger was too high. There was no patient present when this issue was identified.

Manufacturer narrative:
The motor battery charger for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit functioned as designed. However, there was visual evidence of electrical overstress. The battery charger 1 for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit functioned as designed. However, there was visual evidence of leaking capacitors.